Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve would not change settings and was revised. The patient does not have any primary disease. The score of cfs protein was unknown. The patient is under monitoring.

Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: it was noted that the connector to the rickham was missing. The valve was hydrated. The valve was tested for programming and passed the test. A connector was attached to the valve. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and the valve failed the test. The valve was dried. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause for the missing proximal connector is probably due to user error. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.